Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose at time of incident was 12mmol/l. Customer removed the sensor before calling and stated there is not gold electro. Customer is new on sensor and assisted on inserting a sensor and it is successful and working. Customer stated that one sensor needle retracted right when she removed it out of package. The customer was advised we will send replacement.